Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that since thursday (B)(6) 2017 the patient's left side and left leg felt "weird" which was clarified to mean that it feels numb and the patient was not sure that therapy was working. The patient reported that they had leaking episodes the week prior to the call. The patient indicated that they had an MRI, unrelated to device or therapy, on (B)(6) 2017 and that the reported symptoms were sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.